Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer informed the tsc specialist that during a review of results, it was discovered that magnesium results for quality controls and patient samples had been reporting as single digit whole numbers since (B)(6) 2013. The customer then discovered that the method configuration for magnesium had been incorrectly changed. The magnesium configuration was then changed back to the proper configuration and magnesium results began resulting correctly. The customer asked if the instrument had been serviced on (B)(4) 2013; the tsc specialist did not have a record of field service for the instrument on that date. The customer concluded that laboratory personnel incorrectly changed the magnesium configuration on the instrument. The cause of the discordant magnesium results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant magnesium results were obtained on multiple patient samples on a dimension vista 500 instrument. Some of the discordant magnesium results were clinically significant. The discordant results were reported to the physician(s). One patient was administered magnesium due to the low result. Upon discovery of the discordant results, the corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant magnesium results.